Event description:
(B)(4). Multiple ER visits for pain. Endometrial ablation to control bleeding. Gall bladder removed unnecessarily and surgery to remove coil lodged in small intestine. Continued bloating and leg pain, painful intercourse